Manufacturer narrative:
The reported event occurred on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications. The analysis indicated that the observed discrepancies in results were sample-specific. No evidence was found to suggest a malfunction of the reagents or the analyzer. It was noted that discrepancies at the lower end of the linear range may be influenced by pre-analytical factors, such as the amplification of proviral dna due to improper sample handling. Additionally, isolated blips or transient low-level viremia are not uncommon in successfully treated patients and are generally not clinically significant. The root cause of the reported event was attributed to sample-specific factors.

Event description:
The initial reporter alleged an increase in false positive results for patient samples tested with the kit cobas 58/68/8800 hiv 192t ivd on the cobas 5800 platform. The customer reported using their own quality control sample with every run, which is a diluted patient sample aliquoted and stored at -80°c. For each batch run, a new tube of the quality control sample is used, with an expected value range of 1946-4238 copies/ml. When the quality control sample is out of range, the customer retests every sample with results greater than 20 copies/ml. In this instance, all samples were retested, and differing results were observed between the original batch run and the retests. All samples were run with the same lot of mgps and reagent cassette within a three-day period. The results were not reported to the patient. For sample ID (B)(6), the following results were obtained: run 1: 47.8 iu/ml (log 1.679), run 2: 89.9 iu/ml (log 1.95), and run 3: target not detected (tnd). For sample ID (B)(6), the following results were obtained: run 1: tnd, run 2: 80.2 iu/ml (log 1.90), and run 3: tnd.